Event description:
Info received indicated that the head section of the bed has very slow drift down. No pt impact. Bed found in storage room.

Manufacturer narrative:
Technician inspected bed and found the head section had very slow drift down. Replaced the head down solenoid valve, retested the bed to resolve this issue. Bed found in storage area.